Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. It was reported that the pump was being used infuse medication intermittently when it stopped while infusing antibiotic (flagyl) despite being plugged in. When the pump was unplugged and it alarmed battery low. The registered nurse responded to the alarm and plugged the pump into the wall and the pump stopped alarming. The nurse remained in the room with the patient and a few minutes later the pump beeped low battery again. The issue persisted and eventually the pump turned off. There were no adverse events reported.